Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with 2 reports of bright red blood per rectum the morning of (B)(6) 2022. The patient underwent a computed tomography angiogram for gastrointestinal (gi) bleed which showed no evidence of an acute gi bleed and was subsequently transferred for further evaluation on (B)(6) 2022. The patient had a stable hemoglobin and denied any further rectal bleeding. The patient was monitored in the emergency department with stable labs and vital signs. The patient was feeling well overall and requested to be discharged. The patient was discharged home on (B)(6)2022 afebrile with stable vital signs.